Event description:
A three-piece modular graft was placed according to protocol. No complications were encountered during deployment. Post angiogram noted a small extravasation of contrast running along the proximal border of the graft material under the right renal artery. An attempt to seal the graft at the junction sites and landing zones was performed utilizing a dilation balloon. A second angiogram noted the same endoleak, but not as intense as before. A very small type I distal endoleak was also viewed at that time. Two twelve millimeter balloon catheters were then introduced and the "kissing" technique was used at the junction points. Another MFR's stent was placed in the proximal portion of the main body graft to resolve the type I endoleak. Final angiogram showed no visible signs of either endoleak.